Event description:
An ophthalmic surgeon reported that the infusion cannula was dislodged from the trocar cannula during surgery. The surgeon replaced the cannula with another product and the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).